Manufacturer narrative:
Product analysis :performance data collected from the mobile programmer was received and analyzed. Analysis of the data/database found the customer comment of lost connection was confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Correction: b5.desc evt problem d4. Serial # unique identifier (UDI) # h4. Device mfg date h6. Device codes (fdd/annex a) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was further reported that dots were observed on the electrograms (egm).

Manufacturer narrative:
From d10: product ID ddpa2d4 implantable cardioverter defibrillator (ICD) 2090ec electrocardiogram (ECG) cable medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the implant procedure, communication between the mobile programmer and the implantable cardioverter defibrillator (ICD) was lost due to suspected electromagnetic interference related to the surface electrograms (egm) cable. It was noted that the issue occurred during defibrillation threshold (dft) testing when ventricular fibrillation (vf) was induced. The user had to manually deliver a high-voltage shock through the ICD with the mobile programmer when telemetry was lost. Two additional external shocks were required to terminate the rhythm. It was noted that vf detection had not yet been programmed on at the time vf was induced and the shocks delivered. The ICD was successfully implanted and remains in use. The mobile programmer remains in use. No further patient complications have been reported as a result of this event.